Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The event that was initially submitted on report on nov 02, 2019 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on further investigations; the complaint was found to be a duplicate of (B)(4). Therefore, this would no longer be a reportable event and no further submission will be needed for this device.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device has not been returned to manufacturer.

Event description:
It was reported that locator screw broke inside of implant. It was removed and replaced.